Event description:
Per the clinic, the patient was administered IV antibiotics in (B)(6) of 2012 (exact date not reported), in order to treat an infection around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.